Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller with resetting the pump, but the malfunction code recurred. As a result, the pump was replaced, and technical support helped the customer set up the new pump for insulin therapy.